Event description:
Hcp reported that the pump "only lasted 1999 to 2001. Normal battery depletion." The device was explanted and returned to the manufacturer for analysis. A follow up report will be sent when additional information is received.